Event description:
It was reported that the patient presented with an infection. The entire implantable cardioverter defibrillator (ICD) was explanted. The ICD, right atrial (ra) lead, and right ventricular (rv) leads were replaced. The left bundle branch pacing lead was not replaced, instead the physician elected to implant a left ventricular (lv) lead. The patient's condition is not known. Further information was requested but not received.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.